Event description:
A home pt's nurse contacted baxter's qa dept to report repeated overprimes. Reportedly, during the priming cycle the home pt noted fluid coming out of the pt line connector. The nurse advised that the pt has to pull the pt line connector up past the heater bag in order to prevent this from happening, however, when doing this the pt experiencs incomplete primes of approx 1-1 & 1/2 inches. The pt does not stack solution bags, and the pt line is never taken out of the organizer during setup. The home pt's nurse monitored the pt setup for and perform the priming cycle and verified both the overprime, and the incomplete prime. The nurse advised that this has not been an issue with any other boxes of homechoice sets. The nurse also advised that when the pt notes the occurrence of an overprime pt discards the homechoice set and sets up with a new homechoice set to perform therapy. The nurse indicated that the pt on occasion uses the same solution bags when setting up with a new homechoice set. The pt performs capd therapy in place of apd therapy when pt is unable to get a homechoice set to prime without problems. No pt injury or medical intervention was associated with this issue, per the home pt's nurse.